Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had error 41786. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
D3: correction. D9: 27-nov-2024. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The pump was turning on with alarm 46011. The probable cause of the reported problem was fluid contamination. The downstream occlusion (dso) seal was contaminated. Contamination was also found around the latch/lock area. The main board, dso sensor, and latch/lock flex sensor were all replaced, and the pump passed functional testing.